Event description:
It was reported that pump displayed malfunction alert 199 in tandem source, and caller was informed this indicated malfunction on pump with resettable malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if any malfunction alerts occurred again.